Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified per service and installation record at the latest instance of the preventive maintenance. Based on the assessment of the clinical information, it was found that the reported issue was not related to the company¿s device. Instead, it was caused by an inappropriate positioning of the flap and is therefore coded with the root cause "external - other". The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient has experienced blurry vision in the right eye of the patient after refractive surgery. New information received, that the patient experienced blurry vision with post operative best corrected visual acuity more than two lines in the right eye after refractive surgery. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.